Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - 7e-2 tower door not opening was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that replaced four latch assemblies after replacing a dead-on-arrival (doa) board and a damaged board. The customer tested the tower and confirmed that it was functioning correctly with no issues observed. During dchu visual inspection: pn 101799-11: (sn (B)(6): the unit revealed signs of thermal damage, specifically on component q2 no fluid ingress, loose components or other anomalies were observed. (Sn (B)(6): the unit was received in good condition, with no signs of physical damage, loose components, missing components, fluid ingress, or other anomalies observed. During dchu testing: pn 101799-11: (sn (B)(6): no further testing was required due to evidence of thermal damage observed on the q2 component of the pcba door controller. (Sn (B)(6): testing was performed using a calibrated digital multimeter on an esd protected surface, during which resistance and diode checks on components d5, d6, d7, and d8 revealed all four diodes to be shorted, with measurements of 0.000 v in both polarities, indicating a short circuit. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component q2 on the pcba door controller (sn (B)(6) resulting from an electrical failure. This damage compromised the communication and control signals responsible for door command activation, including door open/close states and latch control functionality, leading to door malfunction. Additionally, it was determined that the failure of the pcba door controller (sn (B)(6) was due to multiple diode failures (d5, d6, d7, and d8). These components were found shorted, resulting in circuit instability and loss of electrical source compromising the door's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed to open. As per part investigation, it was determined that there was thermal damage observed on the component q2 on the pcba door controller. There were no adverse events or injuries reported based on this event.